Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead experienced increasing impedances and thresholds. The lead integrity alert (lia) was installed to monitor the lead closely. The lead remains in use. No patient complications have been reported as a result of this event.